Manufacturer narrative:
Unable to perform displacement, sleep current measurement, active current measurement, self tests, and download due to a white flashing display. Per visual inspection the circuitry adjacent to both the lcd controller and the lcd display is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had inadvertent error and unable to program the pump. The customer¿s blood glucose level was unknown. The customer also states that insulin pump was broken. The insulin pump will be returned for analysis.